Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they went on a plane and they think their battery got turned off. Pt stated they did not turn off their implant before going through airport security. Pt stated the reason they think the implant was turned off is because since pt got back patient reported they have been having the worst trouble going to the bathroom. Patient reported they can only get like 3 drops out and reported they are "tearing up." Pt reported they are "just hurting." Pt stated they were moving and they know handset is in the boxes but can't get to it now as it's "really packed." The patient was redirected to a healthcare provider to further address the issue. On 2023-jul-20 a healthcare professional called in to coordinate a visit with a local manufacturer representative. Additional information was received from the patient on 2023-jul-31. They reported that they went on a plane and think their device got shut off because they feel like they have to pee all the time but when they go, only drops come out and they have tears in their eyes and they feel they need to go all day but nothing will come out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.